Event description:
The instrument was used during an endoscopic hernia repair. Reportedly, the cartridge disengaged. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.